Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis revealed no abnormalities and lead resistance measurements were normal. However, visual inspection showed a single set of setscrew mark noted toward the front end of the pin which may suggest insufficient insertion into header. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. Laboratory analysis showed that the removal difficulty and electrical allegation were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Also, it was observed that the physician was having difficulty in removing the lead since the helix would not retract. Moreover, the patient was complaining of diaphragmatic stimulation. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Also, it was observed that the physician was having difficulty in removing the lead since the helix would not retract. Moreover, the patient was complaining of diaphragmatic stimulation. The rv lead was explanted. No additional adverse patient effects were reported.